Event description:
New information received notes that the patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER in backup vvi. Patient was asymptomatic. A device download was successfully performed. Device remains implanted.